Manufacturer narrative:
Date of event: (B)(6) 2018. Date of this report: 11/06/2018. The customer's biomedical engineer replaced the battery and the power management (pm) board to address the issue.

Event description:
The customer reported that the ventilator is switching back and forth from alternate current to direct current power. The customer reported that the unit was in use on patient , but there was no patient harm reported. The event date was not specified; estimate used.

Manufacturer narrative:
Report date: 16jan2019. Date received by manufacturer: 14jan2019. Failure analysis performed by philips on the returned power management (pm) board showed that the customer complaint of ¿ unit switching back and forth from ac (alternate current) to dc (direct current)¿ was not confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.